Event description:
It was reported that the fill volume was ¿too high¿ during fill three of four on the homechoice pro. The patient was connected at the time of the event. There was nothing found during troubleshooting that could have caused or contributed to the reported overfill condition. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. An internal/external inspection was performed and the device passed. Rite (returned instrument test evaluation) electrical and functional testing was conducted and the device passed. A check of the pneumatic system found the pneumatic system was working to specifications. A short simulated therapy was successfully completed. An event history log review verified the reported increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.